Event description:
It was reported a core wire kink and device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm and a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). An attempt was made to implant the 27mm closure device however release criteria were not met, and the closure device was removed from the patient. A 31mm closure device was advanced and three partial recaptures were performed in order to completely seal the laa. Some aspects of release criteria were evaluated, and the device was released. During release the physician noted stiffness in the core wire. Transesophageal echocardiogram (tee) was unable to confirm the release of the closure device and fluoroscopy was performed. Fluoroscopy confirmed the closure device had released and a bend in the core wire of the wds was identified. Via tee it was discovered the closure device had shifted proximally within the laa and a 2mm peri device leak was present. The procedure concluded with no reported patient complications.